Event description:
It was reported that when using the bd pyxis medstation system, the half-height cubie drawer 4.2 was not detected on the bus. The customer reported that due to this malfunction, the user was unable to remove the medications when issuing it to a patient resulting in delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was not detected on the bus. The field service engineer replaced the module controller board, configured and reassembled the drawer to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer had failed due to defective module controller board. The field service engineer replaced the module controller board and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the half-height cubie drawer 4.2 was not detected on the bus. The customer reported that due to this malfunction, the user was unable to remove the medications when issuing it to a patient and there was no delay in patient care. There were no adverse events or injuries reported based on this incident.